Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer thinks the pump does not deliver insulin accurately. He has high blood glucose level and he can only correct via pen. Correction via pump is without success. Pump replaced and requested for investigation. No adverse event alleged.